Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 21aug2019. The field service engineer (fse) was dispatched to customer site and confirmed the issue. The fse replaced the overlay power board and passed all test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the alarm light emitting diode (led) failed on the ventilator. The display showed check vent- led defective alarm - alarm not active, alarm cannot be reset. There was no patient involvement.